Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. The device history record (DHR) for the lot number 30036189l has been reviewed and it was verified that the device was manufactured in accordance with documented specifications and procedures. Concomitant product: 1.smartablate pump us catalog #: cfp001 serial #: (B)(4) manufacturer's ref. No: (B)(4)

Event description:
It was reported that a male patient underwent an ablation procedure for persistent atrial fibrillation with a thermocool® smart touch® sf uni-directional navigation catheter and a cerebrovascular accident (cva) occurred. There is no information regarding interventions. During the procedure, there were impedance differences linked to a change of the position of the impedance patch. During the procedure, when the thermocool® smart touch® sf uni-directional navigation catheter was removed from patient¿s body, burnt blood that appeared to be char was observed on the tip. At an unspecified point, the patient was diagnosed with an ischemic stroke with right hemiplegia. There is no information regarding interventions. There is no information about the hospitalization. It was noted that the irrigation was confirmed to be operating as expected at the beginning of the procedure and after the incident. There were no issues with the temperature of the catheter. There were no visible defects with the thermocool® smart touch® sf uni-directional navigation catheter. After the incident, the thermocool® smart touch® sf uni-directional navigation catheter was used without further issues. The generator parameters included power control mode at 25 watts with a temperature warning of 37 degrees celsius, a temperature cut-off of 40 degrees celsius, impedance minimum cut-off value of 50 ohms and an impedance maximum cut-off value of 250ohms. The patient received anticoagulant (unspecified) during the procedure. The activated clotting time (act) is unknown. Since this adverse event might result in permanent impairment of a body function or permanent damage to a body structure, it was assessed as MDR reportable. The char was assessed as not reportable. Char is a physical phenomenon of radiofrequency energy delivery and can be the normal result of the ablation process. The presence of char on the electrodes does not represent a serious injury in itself, nor is it necessarily the result of device malfunction.

Manufacturer narrative:
The biosense webster, inc. Product analysis lab performed an electron dispersive spectrum (eds) test on april 11, 2019. The results revealed that foreign material was primarily composed of sodium chloride (nacl). Saline solution used in irrigation medical processes which can be pinpointed as the potential source of origin. This analysis showed no evidence of foreign material. Therefore, these results were assessed as not reportable. The most likely consequence was an intraprocedural delay. The potential that it could cause or contribute to a death or serious injury, or other significant adverse event, was remote. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Investigation summary: it was reported that a male patient underwent an ablation procedure for persistent atrial fibrillation with a thermocool® smart touch® sf uni-directional navigation catheter. During the procedure, there were impedance differences linked to a change of the position of the impedance patch. During the procedure, when the thermocool® smart touch® sf uni-directional navigation catheter was removed from patient¿s body, burnt blood that appeared to be char was observed on the tip. At an unspecified point, the patient was diagnosed with an ischemic stroke with right hemiplegia. There is no information regarding interventions. There is no information about the hospitalization. The device was visually inspected and it was found in good conditions. Then, electrical test was performed on the catheter and it was found within specifications. No electrical malfunction was observed. Additionally, the catheter was tested on the generator and the temperature and impedance values were observed within specifications. Then, magnetic sensor functionality was tested on carto and the catheter was properly visualized and no errors were observed. Then, during the force test, the catheter was not irrigating. A failure analysis was performed and the catheter was dissected on the tip area, the irrigation tubing was found occluded with material. A fourier transform infrared spectroscopy test (ftir) was performed and the results showed that foreign material is primarily composed of sodium chloride (nacl). Saline solution used in irrigation medical processes can be pinpointed as potential source of origin. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. During manufacturing process, all the catheters are inspected for visual damages before packaging. On line inspections and functional tests are in place to prevent this type of issue from leaving the facility. The customer complaint was not confirmed. The root cause of the occlusion cannot be related to the manufacture process since there is evidence that the device was manufactured in accordance with documented specification and procedures, it could be related to the procedure. The root cause of the adverse event remains unknown. The instructions for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation or tamponade. The char observed by the customer is a physical phenomenon of radio frequency. It can be the normal result of the ablation process. Manufacturer's ref. No: (B)(4).

Manufacturer narrative:
Additional information was received on september 18, 2018. It was reported that a patient had a cerebrovascular accident (cva) caused by a blood clot which occurred requiring a thrombectomy. At an unspecified point, the patient was diagnosed with an ischemic stroke that resulted in right hemiplegia. Thrombectomy was performed to remove the blood clot. Extended hospitalization was required as a result of the adverse event. The outcome of the adverse event was assessed as ¿disability or permanent damage¿. Patient¿s outcome is unchanged. Physician suspected the adverse event occurred due to blood material/clot. It was noticed that there was no transoesophageal echocardiography (toe) to check the presence of a thrombus pre-op. ¿bad anticoagulation¿ during the procedure was cited as a relevant test/laboratory data. The visitag module was used with a parameter of stability of 2.5mm/3sec. The additional filters used with the visitag module included respiratory filter and force 3gr. The force visualization feature used was ¿graph¿. The color option used prospectively was ¿ablation index¿. Therefore, outcomes attributed to adverse event is disability or permanent damage and outcomes attributed to adverse event is hospitalization initial/prolonged. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The biosense webster inc. Product analysis lab received the device for evaluation on 3/25/2019. Therefore, device available for evaluation?, is device returned to manufacturer? And date device returned to manufacturer. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Manufacturer's ref. No: (B)(4).